Manufacturer narrative:
(B)(4). Lockout premature,damaged latch post,lockout broken,broken handle the device was received with the handle seam broken and separated. It was cycled and fed sixteen clips conforming. The lockout mechanism was non-functional. The device was disassembled and insufficient weld was noted on the handle right-left assembly area. Additionally, the handle lockout posts were noted to be broken, which denotes that the lockout had been fired through as a results that a lockout premature occurred. The instrument is designed to lockout when all the clips have been fired. No conclusion could be reached as to what might have caused the findings.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip misfired. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. One device will be returned. No additional information is available.